Event description:
(B)(4). Event occured in the united states. This MDR being submitted for unknown number of quantities. It was reported that, the patient faced infusion sets cannula kinked events. These events occured between (B)(6) 2025 to (B)(6) 2025. The event occurred within three hours of insertion. The insertion site was abdomen. The patient's blood glucose (bg) level rose to over 300mg/dl, the patient resorted to administering a correction dose of insulin through correction bolus and multiple daily injections (mdi). The patient replaced the infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.